Event description:
It was reported that the patient's lead migrated into the 'left gutter.' It was noted that the patient did not have stimulation on the right side or the back as it was initially after implant. It was noted that a lead revision was required. No patient injury was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37746, serial# (B)(4), product type programmer, patient. (B)(4).